Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported device alarms air in line error when in use, which was not reproduced. A review of the event history log identified multiple air in line messages. The cause was determined to be out of specification ultrasonic sensor, which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line when in use. There was no patient involvement. No additional information is available.